Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was having an implantable cardioverter defibrillator (ICD) implanted due to a history of ventricular tachycardia that required external defibrillation. After the right atrial (ra) and right ventricular (rv) leads were placed, the patient experienced a sharp decline in oxygen saturation and a rise in rhythm. Additional medical intervention measures were performed on the patient; however, after 50 minutes the patient subsequently died. The physician stated that the patient's death was related to their illness and not due to any boston scientific products or the implant procedure itself.